Event description:
It was reported that at the end of a therapeutic transurethral resection of bladder tumor (turbt) half of the beak portion (black plastic piece at 1-2 cm) was chipped (rendering sharp edges) and fell off into the bladder at the timing of pulling the sheath out of the bladder. The beak part that fell off inside the body was clamped between two devices and was quickly pulled out and recovered after about one minute. The procedure was completed after a rinse with saline solution and checking the inside of the bladder with the lens of a rigid endoscope. There was no harm or injury to the patient.

Manufacturer narrative:
A2: patient age is 60-70 years old as reported by the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and updated fields: d4, d8, d9, h3 & h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage of the insulation material of the sheath was caused by thermal mechanical overload, wear and tear, improper handling, mechanical impact like fall, shock or similar stress olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.